Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported high impedance (>3000ohms), undersensing, and capture failure associated to the ventricular lead after 7 days of implantation. No irregularity relative to the implanted system could be seen under x-ray examination. During the re-intervention to correct the issue, the ventricular lead could be easily pulled out from the ventricular port. The ventricular lead was reconnected to the subject device and the re-intervention was completed.